Manufacturer narrative:
D9: date returned to mfg 1/31/2024. Three samples were returned for evaluation. Visual inspection revealed no damage or other defects. Functional testing was performed and no discrepancies were detected. The failure mode was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable cause the device to exhibite an alarm. The catheter flushed easily per anesthesia. Troubleshooting was performed but the alarm persisted. Per reporter they then put on tubing with a different lot number, and it worked. Troubleshooting was performed but the alarm persisted. No adverse patient effects were reported by the customer.